Event description:
It was reported that the device alarms lec 1871. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label is intact. Error code 1871 was confirmed in the event log. A functional test was performed, and the reported failure was replicated. The pump displayed ?1871" upon power up. The motor was not rotating as intended. The motor will be replaced. The root cause of the event cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.